Event description:
It was reported by service report that the scale was displaying an error code. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: faulty foot left load cell hindered scale functions.